Event description:
It was reported that the devices were used during thoracic surgery. It was reported that the device was applied and the tissue was approximated. However, the device could not be opened. They were able to wiggle the device off the tissue. Once off, there was no tissue damage. The device did not work. Additional information from the sales rep: the ec45 device was fired across the main stem bronchus. After firing it would not open. They pulled the release lever but it still would not open. They were able to wiggle the device off the tissue. Once off, there was no tissue damage. The patient is currently stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.